Event description:
A pt reported blood glucose results of "9.8 mmol/l" with a lifescan meter and "7.2 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips were in good condition, codes matched, and the technique for applying the blood to the test strip was correct. The pt was unable/unwilling to state if the codes matched and she was unable to perform a control solution test. A power issue was also reported with the meter; however, the pt used a tool to remove a piece of a test strip that was stuck in the port. The meter no longer powers on; therefore, we are unable to troubleshoot the port/strip issue. This complaint is being reported as a accuracy malfunction.